Event description:
It was reported that the right atrial (ra) lead had noise and was previously programmed to unipolar mode. The ra lead was later explanted and replaced with a new ra lead. During the lead revision procedure, it was also reported that when the new ra lead was connected to the existing device there was an impedance reading of greater than 9,999 ohms shown. It was noted that when the new lead was connected to the analyzer for testing, good measurements were obtained and when reconnected back to the existing device, undefined impedance was observed again. The physician thought the issue was possibly due to the device header. The device was explanted and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. It was also noted the atrial grommet was damaged and the atrial set screw had a rounded socket.